Event description:
On 10/20/1999, the facility's or manager informed the manufacturer's (MFR.) Sales rep of the following: the pt was experiencing "discomfort" (unable to obtain exact nature of discomfort) and as a result the device was explanted in 1999. When asked if there was a problem with the device in question, the MFR's sales rep was informed that they did not think so. The MFR's sales rep attempted to obtain add'l info (i.e.,pt ID#, lot/sn of the device, implant date, implant physician, facility where the device was implanted etc.) From the or mgr and or nurse; however, his attempts were unsuccessful. No further details were provided. The device in question is scheduled to be returned to the MFR for analysis.